Event description:
A facility reported that they planned to use the cusa excel w/ console 220v ac with footswitch (cusaexcel9) for an unspecified procedure, but it could not be used because the system displayed the error message "irrigation error". Even when trying to connect an alternative handpiece, the error persisted. The facility used an old surgical technique to complete the surgery, because they have only one console. As a result, there was surgical delay of 45 minutes with no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel (cusaexcel9) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer information as valid due to small particles inside the system water that was not circulating in the system. To resolve all issue, the tubing from the water reservoir was replaced and the handpiece socket was cleaned. All safety tests were passed per manufacturer's specifications. Root cause - the reported failure "irrigation issue" was confirmed. The root cause was confirmed as small particles inside irrigation tubing system preventing circulation of water. This may be due to the use of non-sterile water in the irrigation system.

Event description:
N/a